Event description:
Procedure: "thoroscopy." Reportedly, the patient has the "thoroscopy" in 2003. Patient returned to the emergency department 2 months later complaining of back pain and something gray protruding from their back. Emergency room examined their back and removed the gray piece of plastic. It was described as a "cog". Patient is fine.